Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 360 mg/dl and a bolus via the pump was delivered to address the bg level. The bg level then dropped to 56 mg/dl and juice was consumed to address the low bg. The contact did not know the cause of the high bg and thought that the low bg may have been caused by the customer over-correcting for the high bg. Tandem technical support advised the contact to discuss the event with a healthcare provider.